Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer's blood glucose levels were too low to register on the glucometer. The caller stated that the customer had entered a blood glucose of 327 mg/dl prior to the event. The insulin pump was supposed to give her a 5.8 unit bolus, but instead, it delivered 16.4 units. It was stated that the customer was sleeping when she experienced the hypoglycemic episode. Troubleshooting was performed, and a bolus of 16.4 units was found in the bolus history, and had a time of 2:13 am. Found that the time on the screen was incorrect. Offered to troubleshoot further, but the customer stated that she will no longer wear this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.